Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It is reported that a few months after surgery the plate broke. The patient asked for the product information such as raw material and manufacturing process. It is also reported that the hospital already discarded the product and product code and lot information is not traceable. The dealer and the hospital doesn't want to give more detail of the information.